Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the defective monitor.

Event description:
During investigation of an unrelated problem, it was found that a monitor was resetting during a pulse test.